Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. The device history record could not be reviewed because the affected lot number was not communicated. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, some of the possible causes could be, but not limited to: external impaction, torsional overload etc. Furthermore, the event details state that the screwdriver has been used to extract a screw out. This device has not been designed to be used during extraction, since the forces applied to it during this step are heightened because of the osteointegration of screws to the bone. More appropriate screwdrivers can be found in the implant extraction set. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device discarded.

Event description:
As reported, when axsos dalt was attempted to remove, the screw driver was broken. The event occurred with two of screw drivers.